Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer received an error message 55005 indicating "video processor (vp) is not detected." The technical support engineer (tse) walked the customer through a hard power cycle of the vision side cart (vsc) and reseating the vp power cord and gray fiber cable on both ends with no change. The customer confirmed that the vp led on the front was not illuminated but the ec led on front illuminated was blue. The procedure was converted to laparoscopy. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic procedure was converted to laparoscopic surgery with no additional ports placed. There is no injury to the patient. The surgery was delayed for roughly 30-40 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. Fse replaced the video processor (vp) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the video processor (vp) to perform failure analysis (fa). Fa was not able to reproduce the customer reported complaint. The vp was installed and tested on the printed circuit assembly (pca) test system. The system started up without any errors, with a good image in both the left and right eyes. Fa ran 10 power cycles, and all passed. The system was then left idle for 1 hour, and no errors were reported.